Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that post lens implant in the left eye, the patient developed z-syndrome with induced astigmatism. The 27.0 diopter lens was exchanged for a 26.0 diopter iol from another manufacturer. In the physician¿s opinion, the likely cause of the event was ¿asymmetric capsular contraction.¿ current prognosis described as ¿doing well with full recovery of vision.¿ no other information is available.

Manufacturer narrative:
The lens was returned for analysis. Visual inspection found lens in two pieces. The optic was cut or torn in half and haptic plates and arms were torn off and missing. Cause of damage could not be determined. Functional testing could not be performed due to the damage. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on the information available, the root cause of the reported event could not be conclusively determined.